Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication beginning on an unknown date. In 2007, the humapen ergo teal/clear pen body (lot 0508a01) with a clear cartridge holder attached was reported that its injection screw was not moving. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device as returned to the company on 22-aug-2007. On the following month, the initial examination found two broken engagement tabs on the clear cartridge holder. It was unknown if use with another humapen ergo device was continued. Further information will be added when received.